Manufacturer narrative:
The kit was received for analysis. Review of the returned kit components confirmed the reported leak. The upper bearing stop delaminated and allowed the upper drive tube to twist and break. Root cause of the reported leak is drive tube bearing stop delamination. Corrective and preventive actions have already been opened to address several potential root causes of drive tube and bearing stop delamination. (B)(4).

Manufacturer narrative:
A review of kit lot d308 was performed. There were no non-conformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category drive tube leak/break. No trend was identified for drive tube leak/break . A corrective and preventive action was initiated for complaint category, drive tube leak/break. Service (srv-002811) was dispatched. A blood spill cleanup was completed. A new leak detector clip and leak detector strip were installed. The new strip failed during the checkout procedure and a new part was ordered. The new leak strip was installed and a checkout performed. Issue was resolved. Analysis of the returned product is still pending at the time of this report. A supplemental report will be filed when this analysis is complete. (B)(4). Device not received.

Event description:
Customer called to report a drive tube break and blood leak inside the centrifuge chamber at 980 ml whole blood processed. The customer noted "stretch" in drive tube above upper bearing clip and noted that both upper and lower bearings remained clamped in their retainer clips. The procedure was aborted and no blood was returned to the patient. The patient received a 250ml normal saline bolus and was stable at discharge. Customer agreed to return the kit for investigation. Service order, srv-002811 was dispatched.